Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/8/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the pcb00 preloaded device was received in the original box. The cartridge component was observed correctly engaged into the preloaded unit. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge tube, near the loading zone. Residues of lubricant were detected only at the cartridge tip. No damages were observed in the complaint unit that could impair functionality in the device. The reported issue could not be verified on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while using a pcb00 model intraocular lens(iol) had to do vitrectomy due to break in capsule. No further information provided.